Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the filter. The option-lok male adapters of the extension sets were connected to unspecified primary tubing sets and were being used to deliver unspecified medications, at rates between 0.5ml/hr and 10ml/hr, via unspecified pumps. It was reported that after unspecified lengths of time, "air bubbles" were noted in the tubing sets. It was reported that the air bubbles accumulated in the clave y-sites that were distal to the air eliminating filter of the extension sets. The air was removed from the extension sets and the therapies resumed. No air was delivered to the patients. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.